Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the physician noticed that the small balloon was &quot;asymetric&quot;, once inflated. Despite a good inflation, the small balloon was inflated only one side and not consistently. Once the camera was used by the physician, the trocar detached. There were no consequences for the patient. Additional information was requested and will be submitted upon receipt.